Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between the 300s-400s (mg/dl) in the morning and around lunch time for approximately 3-4 weeks. Contact indicated that bg levels were treated by delivering a correction bolus with the pump and increasing fluid intake. Reportedly, contact indicated that health care provider has been contacted to discuss pump settings and diabetes management.